Event description:
The customer reported that the device was closed and then it was not possible to open it. It is unknown if the device was on tissue when it became stuck. It is unknow how the device was opened. No additional details available from site. No patient injury reported.

Manufacturer narrative:
(B)(4).

Event description:
The device was not on tissue at the time, it would no longer open during the procedure.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.